Event description:
Hcp reported patient presented in emergency room with signs of mild baclofen withdrawal, though unsure as to symptoms. The patient had recently had a new pump implanted. The physician did not administer a drug bolus at that time as he did not replace the catheter. The patient was given a drug bolus in the emergency room. The patient is reported to be doing fine.